Manufacturer narrative:
At this time, the lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds shortly after it was implanted. Further review revealed the lead was dislodged. As result, the patient underwent a procedure wherein the rv lead was successfully repositioned. The rv lead remains in service. No additional adverse patient effects were reported.